Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the balloon of a 5f mynx control vascular closure device (vcd) was retracted through an 6f non-cordis sheath after it was inflated in-patient, balloon would not completely go down. Therefore, hemostasis was achieved with another mynx device. There was no reported patient injury. A retrograde approach was used with the mynx control vcd following a diagnostic coronary procedure. The user was trained with the used of the device. The device was stored as per labeling and opened in a sterile field. The device was prepped according to the IFU. A 6f non-cordis sheath was used in-conjunction with the device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated as the bubbles stopped moving and inflation indicator was completely down. The balloon was prepped with 100% saline. Button #2 was fully depressed. There was damage noted to the button. The balloon was not inverted. There was a suspicion that the balloon lost pressure prior to attempting balloon retraction. The patient's hospitalization was not extended as a result of the event and the patient¿s status was recovered. The device will be returned for evaluation.

Manufacturer narrative:
When the balloon of a 5f mynx control vascular closure device (vcd) was retracted through an 6f non-cordis sheath after it was inflated in-patient, the balloon would not completely go down. There was no reported patient injury. A retrograde approach was used with the mynx control vcd following a diagnostic coronary procedure. The user was trained to use the device. The device was stored as per labeling and opened in a sterile field. The device was prepped according to the IFU. A 6f non-cordis sheath was used in-conjunction with the device. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Button #1 was properly and completely activated before button #2 was attempted. The tension indicator displayed a ¿clock symbol¿ after button # 1 depression. The balloon was fully deflated as the bubbles stopped moving and inflation indicator was completely down. The balloon was prepped with 100% saline. Button #2 was fully depressed. There was damage noted to the button. The balloon was not inverted. There was a suspicion that the balloon lost pressure prior to attempting balloon retraction. The patient's hospitalization was not extended as a result of the event and the patient¿s status was recovered. Hemostasis was achieved with another mynx device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved was returned. Per visual analysis, button 1 and button 2 were not depressed, the syringe was connected to the device with the stopcock open, and the sealant was observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. No visual damages/anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device, and the balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). A product history record (phr) review of lot f1919602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon deflation difficulty-in patient¿ was not confirmed during analysis of the returned device. The balloon of the returned device performed as intended per the mynx control instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. Analysis of the returned device revealed that neither button one nor button 2 were depressed. According to the instructions for use, which is not intended as a mitigation of risk, ¿inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock¿. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.